Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: constrained modular tibial baseplate catalog# 632414103 lot: 61787851, cust nkii rev tib stem catalog# 621500215 lot# 07890360, palacos rg bone cement catalog# 00111314001 lot# 74454287, n-k flx uc xl catalog# 00542801316 lot# 61106581, n-k flex mback catalog# 00541800003 lot# 60966942, n-k flex catalog# 00541201701 lot# 61320065. Complaint sample was evaluated and the reported event was confirmed. A device evaluation shows the inner side of the tibia stem shows foreign material and black debris. Op notes for surgery were provided. It mentions the patient having a full range of motion without any complications post surgery and that they were in a stable condition after the operation. Operative notes from the revision surgery state that the patient was revised due a loose tibial component. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.